Event description:
A peritoneal dialysis registered nurse (porn) reported to fresenius this female pd patient on continuous cyclic peritoneal dialysis (ccpd) therapy on the liberty select cycler experienced fluid overload. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up, the patient's porn reported this patient experienced fluid overload in the past due to a combination of inappropriately bypassing cycles during ccpd therapy on the liberty select cycler and complications from her pd catheter (not a fresenius product). The exact dates the patient experienced fluid overload was unknown, yet it was confirmed the patient did not require medical intervention and she was not hospitalized for these events. Additionally, it was affirmed the patient's fluid overload events were not due to a malfunction or deficiency of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).